Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the doctor believes the cause of their admission was pump related. The customer tried to change the set to solve the problem. The customer was away from home at the time of call and could not perform any testing.